Manufacturer narrative:
Carefusion certified service technician could not duplicate the customer's reported issue. The ventilator passed extended 77 hour run in test with customer settings without any unusual alarms and conditions. The ventilator passed all testing and met all carefusion manufacture specifications. All event trace entries are consistent with normal ventilator operation.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). The customer¿s homecare service technician could not duplicate the reported issue. The service technician tried to listen to model lap top ventilator 1150 but could not see or hear anything without the patient connected. The unit has not been returned to carefusion for further evaluation. If the unit is returned a follow up report will be submitted.

Event description:
The customer reported model lap top ventilator 1150 was not delivering proper breath while connected to a patient. The mother stated unit also did not sound normal. The patient was removed from the ventilator and placed on back up unit. There are no allegations of injury or harm associated with this reported event.